Event description:
Information rec'd indicates the head up function is not working manually or under power.

Manufacturer narrative:
The technician determined the problem to be a faulty valve guide tube. He replaced the head up valve guide tube to repair the bed.